Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had intermittent button response on the esc button due to moisture damage on the keypad traces. Unable to prime during the prime test due to slight moisture damage on the force sensor. The pump had a bleeding lcd glass, a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error twice with in a 24 hour period. Her blood glucose was between 350 - 390 mg/dl. Alarms occurred after a bolus delivery. Troubleshooting was performed. The device wasn't exposed to an MRI. She used the sensor featured but stated she wasn't looking at the sensor graph during the time the alarm occurred. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. Customer also mentioned during troubleshooting, when she inputs bolus information the numbers would scroll. The device also had a dark mark on the screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.